Event description:
Healthcare professional reported left side "capsular contracture baker grade iii", "double calcified capsule". The left side device was intact. Rupture was reported for the contralateral device only. Hence the previously reported left side rupture will be unreported.

Manufacturer narrative:
The left side device was intact. Rupture was reported for the contralateral device only. Hence the previously reported left side rupture will be unreported. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d4, h4, h6.

Event description:
Healthcare professional reported "broken." Healthcare professional later reported "double calcified capsule and left one was still intact and capsular contracture baker grade iii-per us and MRI." This record is for the left side. The device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ double capsule: no observed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ calcification: no observed. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional corrected and/or changed data: b.3, b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported right side "broken." Healthcare professional later reported "capsular contracture baker grade iii." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.